Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced low blood glucose with blood glucose of 40 mg/dl at the time of one of the incidents. The caller stated the customer goes low when they are unable to use pump auto mode due to communication issues. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incidents. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the events. The customer had reported that their site was not working on (B)(6) 2019 and they went high. Troubleshooting was not completed. The customer is an athlete who fasts sometimes in the mornings and was getting overnight lows. The insulin pump will not be returned for analysis.